Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during priming, patient connected. The technical service representative (tsr) explained alarm to the nurse and advised not to prime with the patient connected. The tsr then assisted with the retrieval of the cassette. Proper procedures per the user manual were reviewed with the nurse. No injury or medical intervention was reported. During a follow-up with nurse, it was found that the nurse did not recall this patient being on her floor. No information was obtained concerning this patient. Through further investigation, product surveillance determined that the patient is not a baxter patient.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the home patient was connected during priming. The lot number is unknown; therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.